Event description:
It was reported that the patient had their device explanted as she felt it did not provide the relief she desired. There was no alleged product issue and no symptoms or complications associated with the event. The patient¿s status was alive with no injury. As of 2015 (B)(6), the company representative had not heard anything further from the physician or the patient. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4). Final analysis found no significant anomalies with the device. The battery had reduced capacity due to overdischarge. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.815 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis.